Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (lot #: l72536 s, exp. Date: feb2018), route, dates, dose and indication were unspecified. Medical history includes 2 dental implants, one knee implant, food allergy, diabetes, skin allergy: neurodermitis caused by food allergy. Concomitant medication includes metformin hydrochloride, sitagliptin phosphate monohydrate (janumet), atorvastatin and candesartan cilexetil (candecor). The patient previously used thermacare heatwraps and tolerated without irritation. On (B)(6) 2016, the patient experienced burn blister with severe skin irritation, extreme warming up with blistering and consequently strong crust formation. The patient applied the thermacare heatwrap not over thin cloths. No surgical intervention was required. Treatment included bepanthen antisept. It was reported the burn blister lasted 4 weeks. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome for the events was reported as resolved on an unspecified date. According to the product quality control group: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (14mar2016): new information received from the contactable pharmacist included: patient age, event updated to extreme warming up with blistering, event outcome. Medical history, concomitant medication, event treatment. This case has been upgrade to serious. Follow-up (25apr2016): new information received from the contactable pharmacist included reaction data (outcome for the event blisters). Follow-up (26apr2016): new information received from a contactable consumer includes: reaction data (updated event blister to burn blister) and events outcome. Case closed. Follow-up attempts completed. No further information expected. Follow-up (10may2016): new information received from the product quality complaint group included investigational results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events skin irritation, burn blister, and extreme warming up as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets final-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events skin irritation, burn blister, and extreme warming up as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets final 10-day EU and 30-day FDA reportability. Continued: evaluation summary the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female consumer of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist, lot #l72536 s, exp. Date feb2018). Route, dates, dose and indication were unspecified. Medical history includes 2 dental implants, one knee implant, food allergy, diabetes, skin allergy: neurodermitis caused by food allergy. Concomitant medication includes metformin hydrochloride, sitagliptin phosphate monohydrate (janumet), atorvastatin and candesartan cilexetil (candecor). The patient previously used thermacare heatwraps and tolerated without irritations. The consumer experienced severe skin irritation with blisters, extreme warming up with blistering on (B)(6) 2016, and consequently strong crust formation. No surgical intervention was required. Treatment included bepanthen antisept. The action taken in response to the events for thermacare heatwrap was unknown. The outcome for the event blisters was resolved on an unspecified date and the outcome of skin irritation was not recovered. Additional information has been requested and will be provided as it becomes available. Follow-up (14mar2016): new information received from the contactable pharmacist included: patient age, event updated to extreme warming up with blistering, event outcome. Medical history, concomitant medication, event treatment. This case has been upgrade to serious. Follow-up (25apr2016): new information received from the contactable pharmacist included reaction data (outcome for the event blisters). Company clinical evaluation comment based on the information provided, the events skin irritation, blister, and extreme warming up as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets follow up10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events skin irritation, blister, and extreme warming up as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets follow up10-day EU and 30-day FDA reportability.

Event description:
Severe skin irritation with blistering [skin irritation]. Extreme warming up with blistering [blister]. Extreme warming up [product quality issue]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female consumer of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist, lot #l72536 s, exp. Date feb2018). Route, dates, dose and indication were unspecified. Medical history includes 2 dental implants, one knee implant, food allergy, diabetes, skin allergy: neurodermitis caused by food allergy. Concomitant medication includes metformin hydrochloride, sitagliptin phosphate monohydrate (janumet), atorvatatin and candesartan cilexetil (candecor). The patient previously used thermacare heatwraps and tolerated without irritations. The consumer experienced severe skin irritation with blisters, extreme warming up with blistering on (B)(6) 2016, and consequently strong crust formation. No surgical intervention was required. After-treatment with bepanthen antisept. The action taken in response to the events for thermacare heatwrap was unknown. The patient was not recovered at the time of this report. Additional information has been requested and will be provided as it becomes available. Follow-up (14mar2016): new information received from the contactable pharmacist included: patient age, event updated to extreme warming up with blistering, event outcome. Medical history, concomitant medication, event treatment. This case has been upgrade to serious. Company clinical evaluation comment based on the information provided, the events skin irritation, blister, and extreme warming up as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events skin irritation, blister, and extreme warming up as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Severe skin irritation with burn blistering [skin irritation]; burn blister [burns second degree]; extreme warming up [product quality issue]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (lot #: l72536 s, exp. Date: feb2018), route, dates, dose and indication were unspecified. Medical history includes 2 dental implants, one knee implant, food allergy, diabetes, skin allergy: neurodermitis caused by food allergy. Concomitant medication includes metformin hydrochloride, sitagliptin phosphate monohydrate (janumet), atorvastatin and candesartan cilexetil (candecor). The patient previously used thermacare heatwraps and tolerated without irritation. On (B)(6) 2016, the patient experienced burn blister with severe skin irritation, extreme warming up with blistering and consequently strong crust formation. The patient applied the thermacare heatwrap not over thin cloths. No surgical intervention was required. Treatment included bepanthen antisept. It was reported the burn blister lasted 4 weeks. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome for the events was reported as resolved on an unspecified date. Additional information has been requested and will be provided as it becomes available. Follow-up (14mar2016): new information received from the contactable pharmacist included: patient age, event updated to extreme warming up with blistering, event outcome. Medical history, concomitant medication, event treatment. This case has been upgrade to serious. Follow-up (25apr2016): new information received from the contactable pharmacist included reaction data (outcome for the event blisters). Follow-up (26apr2016): new information received from a contactable consumer includes: reaction data (updated event blister to burn blister) and events outcome. Case closed. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events skin irritation, burn blister, and extreme warming up as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events skin irritation, burn blister, and extreme warming up as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets follow up10-day EU and 30-day FDA reportability.